Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_806 - pfo occluder pas, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 30mm amplatzer talisman pfo occluder was chosen for implant usjng a 9f amplatzer trevisio intravascular delivery system. During procedure, 5000 units of heparin was administered and the device was successfully implanted. After the procedure, the patient felt extremely fatigued, tired and light headed. The patient's blood pressure has been in the 90s since the closure. On (B)(6) 2024, patient had some palpitations and started on a low dose of midodrine.

Manufacturer narrative:
An event of arrhythmia was reported. A returned device assessment could not be performed as the device was not returned for analysis. It was indicated that after the procedure, the patient felt extremely fatigued, tired and lightheaded. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.